Manufacturer narrative:
H3: device not available for return. H6: the quality investigation is complete.

Event description:
It was reported that during preparation for a procedure, the e-sep pencil activated without the button being pressed. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This report is for event 1 of 2.

Event description:
It was reported that during preparation for a procedure, the e-sep pencil activated without the button being pressed. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This report is for event 1 of 2.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.